Manufacturer narrative:
D4: other = batch number. Non-conforming nose weld. The analysis results showed that one device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure that, when the device was fired, the surgeon discovered that only one clip was inside. There was no adverse patient consequence.